Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(6). At 12:29 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 425 mg/dl. This value did not agree with the patient's historical results. At 12:39 p.m., a sample from the patient was tested using the meter, resulting in a glucose value of 129 mg/dl. This result matched historical values of the patient. Controls run on the meter both before and after the event passed.